Event description:
Originally this was reported on (B)(4). Based on analysis completed on (B)(4) 2013 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous left external iliac artery. The synergy/9-4/5.8/75 balloon catheter was used for post dilatation of an unknown deployed stent. On the first inflation the balloon ruptured at six atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Device analysis showed a circumferential tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned device noted that the balloon was folded and wrapped around the shaft of the device. It was noted that the shaft was kinked at several locations along its length. An attempt to inflate the balloon material failed due to a leak resulting from a circumferential tear, located approximately 4 mm proximal to the proximal end of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is use/user error as the dfu states: this balloon catheter is not intended for the expansion or delivery of stents in the vascular system. (B)(4).

Event description:
It was further reported that the lesion was severely calcified. The patient had no symptoms when the balloon ruptured. The device was removed intact.

Manufacturer narrative:
(B)(4).